Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 440 mg/dl. The customer's current blood glucose level was 96 mg/dl. The customer reported they did not feel okay to troubleshoot. The customer treated their blood glucose with the insulin pump and a syringe. The device will not be returned for analysis.